Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for replace battery now alarm. Blood glucose at the time of incident was 242 mg/dl. Customer reported that the battery cap is not tight and it keeps coming loose. Customer reviewed alarm history and found replace battery. Customer does not see any damage to battery cap or compartment. Customer decline troubleshoot for replace battery now alarm. The insulin pump will not be returned for analysis.